Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had ventricular tachycardia (vt) that was below the detection limit of the device. The device was reprogrammed and remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.